Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the lead tip was found to be bent prior to being implanted. No external, environmental or patient factors led or contributed to the event. The lead was replaced and the issue was resolved. There was no patient involvement in the event.

Manufacturer narrative:
Analysis of the lead found the distal end was bent, new out of the box. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.